Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited a high capture threshold. No intervention was performed. The patient was in stable condition.